Event description:
It was reported that the user experienced persistent hyperglycemia in the 250¿297 mg/dL range after a full supply change with the iLet, with the caregiver noting an insulin odor at the connector and visible air bubbles in the cartridge, consistent with a leak involving the reservoir component and a leak/splash device problem. Symptoms included polydipsia associated with hyperglycemia. Outcomes included a delay to treatment or therapy until supplies were replaced and insulin delivery was resumed, after which glucose values began to regulate, without medical intervention. Investigation included communication with the user and caregiver, and analysis of information provided by them. Investigation of this case revealed leakage at or near the connector associated with the reservoir component, aligning with a leakage/seal finding. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial